Event description:
No injury [no adverse event] little rotating head broke off and came out in mouth - oral-b [device breakage] product counterfeit - oral-b [product counterfeit] case narrative: 79 year old male consumer via phone stated that the little rotating oral-b toothbrush head broke off and came out in his mouth. No injury was reported. 13-feb-2023 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
13-feb-2023 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
No injury [no adverse event]. Little rotating head broke off and came out in mouth - oral-b [device breakage]. Case narrative: 79 year old male consumer via phone stated that the little rotating oral-b toothbrush head broke off and came out in his mouth. No injury was reported.